Event description:
The customer reported her abbott diabetes care (adc) blood glucose meter "test strip has sufficient blood, but no value is displayed". The customer experienced hypoglycemia and fell down and was treated with dextrose and apple juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on returned reader and no issues were observed. Reader powered on with button depression and strip insertion. Therefore, issue is not confirmed. At this time precision strips has not yet been returned and a valid serial number has not been provided for precision strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (serial number) was updated from (B)(6) . All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her abbott diabetes care (adc) blood glucose meter "test strip has sufficient blood, but no value is displayed". The customer experienced hypoglycemia and fell down and was treated with dextrose and apple juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.